Event description:
During ptca procedure the orsiro mission drug-eluting stent system was opened, it was prepared removing it from the sheath, but unfortunately it was missing the distal protector and the stent got caught in the operator gloves and it was de-crimped. A new stent with same code ref and lot was opened and implanted without issues.

Manufacturer narrative:
Combination product: yes.